Event description:
It was reported that the attachment device would not turn. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient or user injury was reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.